Event description:
On 02/12/2009: customer reports false negative hcg results on clearview hcg pregnancy test. In 2008: clearview hcg urine cassette 7070004 negative (not first a.m. Void). In 2009: clearview hcg urine cassette 7080229 negative (not first a.m. Void), pregnancy was suspected. Two weeks later: clearview hcg urine cassette 7050020 positive. Patient thought to be 10 weeks pregnant upon examination.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control, lot: hcg081008-01; 25miu/ml hcg urine control, lot: hcg080821-03; 240.0iu/ml hcg urine control, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is ot confirmed. Nothing abnormal found in batch review, and the product number, product description and lot number was verified. No corrective action required, as no product deficiency was established.